Manufacturer narrative:
(B)(4). Batch # n5637l. The analysis found that one pse60a device was returned with no apparent damage and with an ecr60g cartridge loaded on the device. The cartridge was received unfired and with 11 drivers missing. In addition, the cartridge pan was noted to be damaged and dislodged at right proximal side. It possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing.

Event description:
It was reported that during a lobectomy procedure, the thoracic surgeon asked for the echelon powered stapler more the reload, but when he tried to use it, the device did not allow close, he could not use it; the surgeon tried with another reload and it was the same. The immediate action was to change both devices, for surgeon request. There were no adverse consequences for the patient. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.